Event description:
It was reported to philips that the system did not power on correctly also unit took a long time to turn off. The device was reportedly not in clinical use at the time the issue occurred. No user or patient harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power on correctly also unit took a long time to turn off. Analysis of the system log file showed that there was problem with the expected states of power distribution unit (pdu) and the x-ray pc did not start. During troubleshooting, the fse found that there was failure in suite pc. The fse replaced the x-ray pc and suite pc and reloaded the software. The defective x-ray pc and suite pc were returned to philips for further analysis. The analysis confirmed the malfunction of the x-ray pc and identified that the cause was due to faulty hdd bay. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the suite pc by the field service engineer has resolved the reported issue and restored the functionality of the system. Following the replacement of the x-ray pc and suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.